Event description:
It was reported during a mastectomy and transflap by a general surgeon and plastic surgeon, the handpiece responded much slower than normal. There was an error code on the generator, the handpiece worked fine on a new generator. The case was slowed until another generator could be set up.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with dark spots on the lower case. The front panel overlay was scratched. There was a missing screw from the broken forwarded stand off supporting dc power supply was found under the rf amplifier when the unit was disassembled. The unit delivered rf energy correctly into the fixed resistors. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The software was upgraded for the rf controller and has the following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. The unit passed final testing and was recertified for use.